Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this ventricular asystole of more than two seconds was noted on this cardiac resynchronization therapy defibrillator (crt-d) due to oversensing of the right ventricular (rv) lead. A file was forwarded to the technical services for analysis. A boston scientific technical services (ts) discussed that the noise was sensed on the right ventricular (rv) lead channel and shock channel. It was due to myopotentials causing pacing inhibition of more than two seconds. The myopotential could be due to snoring or movement while patient was asleep. Ts discussed to perform provocation testing which could verify the integrity of the lead. No adverse patient effects were reported. The device and the lead remain in service.